Event description:
User facility medwatch report received that states, "event desc. Device was to be used for closure of the groin following cardiac cath. Upon insertion of the device and attempted deployment, the device would not open correctly - only two of the prongs opened instead of three. The device was removed and all parts were present. A manual hold was used on the groin instead of a closure device. Additional info has been requested.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.